Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/12/2016. Date of follow-up report : 02/09/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/12/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic left hemicolectomy, bleeding of under 200 cc was noted during the case. Intermittent end tones, indicating a complete seal cycle, were provided by the generator. Another device of the same type was opened and used to successfully complete the case. There was no patient injury.